Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she received an informational power on reset (por) on her recharger when trying to charge her implantable neurostimulator (ins). During the call the patient used her programmer to clear the por and she verified that she was able to connect her recharger to her ins and start charging her ins. Patient verified that her equipment is working as expected. No symptoms/patient complications reported.